Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that the patient experienced painful insertion on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with lidocaine cream, prescribed by physician on (B)(6) 2015. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).